Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow-up. The device was post-paced t-wave oversensing. The oversensing was noted on a realtime egm. Programming changes were recommended. The device remains implanted.

Event description:
New information notes the device was successfully reprogrammed. The patient has had no further problems for t-wave oversensing.